Event description:
Customer reported 2 discordant microalbumin results on the instrument. Customer indicated that doctor questioned results and urine samples were sent to reference lab. There was no report of injury due to this event.

Manufacturer narrative:
This complaint reviewed by siemens medical affairs with following conclusion: no injury described. Urine albumin/creatinine ratios not concordant with patient history will be retested or followed up with additional timed urine testing as confirmation of early stage kidney disease. Because siemens medical affairs assessment was not available for the initial filed MDR, the MDR was filed. Had medical affairs assessment been available, this event would have been assessed as not require filing MDR as per 21 cfr 803.

Manufacturer narrative:
The cause for the discordant microalbumin results is unknown.